Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance measurements. Upon repositioning the lead, the physician had difficulty inserting the stylet and subsequently elected to no longer use the lead and replace it. The patient was stable before, during, and after the procedure.